Manufacturer narrative:
The investigation of delivery issues and product damage (catheter kink)has been completed. Pump was returned for investigation. Upon inspection, it was noted that there is a kink on the cannula and the no other defects were noted on the returned product. Delivery issue: the root cause of delivery issue is determined to be use issue because the second pump was implanted successfully without any issues. Product damage(cannula kink): it was noted that the returned product have kink on the cannula and the root cause of cannula kink is determined to be use issue because the issue did not occur with the new pump and insertion was successful without any damage to the pump. D9 device returned to manufacturer date added.

Event description:
The complainant had an impella 5.5 being placed to support a patient with planned high risk surgery. The pump failed to appropriately deliver to the left ventricle. It was removed and replaced due to the medical doctor having concerns of the pump malfunction and kinking. A new impella 5.5 was utilized. No harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿